Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging, the patient experienced a blood glucose (bg) measurement of 450mg/dl with high ketones, nausea, extreme thirst and excess urination. The patient reportedly did not require medical intervention. There was reportedly an intermittent power issue with the pump. There was no indication of damage to the battery cap; however, the yellow o-ring was visible and the battery cap was never replaced. The battery compartment reportedly was cracked. There was also moisture and corrosion noted inside the pump. It was also noted that the basal rate was adjusted. The patient reportedly resumed insulin pump therapy after the pump was replaced. This complaint is being reported because the patient exprienced an adverse event while using insulin pump therapy and due to the alleged intermittent power issue with the pump.